Event description:
During ablation during an atrial fibrillation procedure, communication issues between the ensite x and the ampere generator resulted in the cancellation of the procedure. During the procedure, it was noted that the ensite x lost communication with ampere generator. The patient was prepped, intubated, and the transeptal puncture had been performed. When the small form factor pluggable (sfp) was reseated, communication appeared to be restored. It was noted that the cable has needed to be reseated multiple times in last few cases. The procedure was canceled.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The returned cool point¿ cable and cool point pump were connected, the ampere did not recognize the cool point pump. The controller board subassembly (assy controller w som) was temporarily replaced with a known good board and the ampere recognized the pump. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to a hardware failure on the controller board subassembly.